Manufacturer narrative:
(B)(4). Concomitant medical products: architect i1000sr analyzer, list # 1l86-01. Architect i2000 analyzer, list # 8c89-01. Architect i2000sr analyzer, list # 3m74-01. The cause of the architect sirolimus barcode read error was poor print quality from a single barcode printer. A product recall was issued on (B)(6) 2010 for architect sirolimus reagent lot 80162m100 and abbott customers were notified to discontinue and/or destroy any remaining inventory of this lot. No other lots of architect sirolimus reagent were affected.

Event description:
The abbott architect sirolimus reagent lot 80162m100 is exhibiting higher than normal complaint activities related to barcode read errors, due to the print quality of the barcode label. The inability of the architect analyzer to read the reagent barcode label does not result in a shift in patient results (no change to bias, precision and/or no impact to sample identification). If a reagent barcode is unreadable by the analyzer, patient sample testing cannot occur, as the reagent is unusable. If the analyzer was able to read the barcode after customer intervention, the reagent pack would be usable. In either case, there would be a delay in generating patient results. Patient results may also be delayed up to 24 hours when replacement material is needed. A product recall has been issued and reported under 21cfr806 for the architect sirolimus reagent to the (B)(4) on (B)(4) 2010. Abbott has not received any reports of adverse events related to this issue.

Manufacturer narrative:
(B)(4). Architect i1000sr analyzer, list # 1l86. Architect i2000 analyzer, list # 8c89. Architect i2000sr analyzer, list # 3m74. The cause of the architect sirolimus barcode read error was poor print quality from a single barcode printer. A product recall was issued on (B)(4) 2010 for architect sirolimus reagent lot 80162m100 and abbott customers were notified to discontinue and/or destroy any remaining inventory of this lot. No other architect sirolimus lots were affected.

Manufacturer narrative:
(B)(4). Architect i1000sr analyzer, list # 1l86 architect i2000 analyzer, list # 8c89 architect i2000sr analyzer, list # 3m74 the cause of the architect sirolimus barcode read error was poor print quality from a single barcode printer. A product recall was issued on (B)(6) 2010 for architect sirolimus reagent lot 80162m100 and abbott customers were notified to discontinue and/or destroy any remaining inventory of this lot. No other architect sirolimus reagent lots were affected.